Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus for carbohydrates consumed, or deliver a bolus for more than 10 units. Reportedly, the customer did not adjust the carbohydrate feature or max bolus setting when setting up the pump. Tandem technical support guided the customer through adjusting the pump settings. Customer had low blood glucose (bg) levels (54 mg/dl). Customer addressed low bg levels with food.